Manufacturer narrative:
Batch review performed on 27 april 2026 gmk-spherika 02.12. Ka13l gmk spherika femoral component s3+l cemented (k211004) lot: 2512809: (B)(4) items manufactured and released on 29-jul-2025. Expiration date: 16-jul-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12. E0310fl gmk-sphere tibial insert e-cross - flex 3l - 10mm (k202022) lot: 2518420: (B)(4) items manufactured and released on 27-aug-2025. Expiration date: 17-jul-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.t4i3l gmk-sphere tibial component cemented t4i3l (k121416) lot: 2414043: (B)(4) items manufactured and released on 30-sep-2024. Expiration date: 13-sep-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 5 months from the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the gmk-spherika femoral component, insert, and tibial tray to a gmk-hinge system. The surgery was completed successfully.